Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 4.7. Date: (B)(6) 2011, inratio: >7.5, lab: 3.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison on inratio test with lab results provided by end-user at time complaint was filed. In ratio: >7.5, reference: 4.7, mean: n/a, confidence limits: n/a. Inratio: >7.5, reference: 3.6, mean: n/a. Confidence limits: n/a. Analysis of customer's data revealed that both inratio and reference test result comparisons did not meet accuracy criteria. Customer reported >7/5 inr twice. Generally, inratio results exceeding 5.0 inr have reduced trueness, precision and linearity in both point-of-care and laboratory based pt testing. Confidence limits could not be established. No product is expected to be returned. Further investigation could not be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.